Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator emitted smoke from the back of the gui (graphical user interface). The device was available for evaluation. The medtronic service engineer (se) inspected the device found the unit failed ground isolation test and the power up was unsuccessful. These found the ui (user interface) printed circuit board assembly (pcba) had a burnt component and replaced the ui pcba. Additionally as a secondary finding, it was noted that the there were red lights on the battery. The battery was also replaced. The ventilator passed all tests and calibrations at time of service and was returned to the customer. With the information available, the investigation determines a plausibility of smoke, likely due to the potential fault isolated in the field with the ui pcba. The secondary finding of a battery issue was not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator emitted smoke from the back of the gui (graphical user interface). The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to component return: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 v entilator emitted smoke from the back of the gui (graphical user interface). The device was available for evaluation. The medtronic service engineer (se) inspected the device found the unit failed ground isolation test and the power up was unsuccessful. The se found the ui (user interface) printed circuit board assembly (pcba) had a burnt component and replaced the ui pcba. Additionally as a secondary finding, it was noted that the there were red lights on the battery. The battery was also replaced. The ventilator passed all tests and calibrations at time of service and was returned to the customer. One battery was returned to medtronic for further analysis. The returned battery was inserted into the test ventilator and analysis found red battery fault indicator was triggered. Bqwizard showed that the reported event was due to an hsc (hardware short circuit). Analysis found the returned battery faulty. The returned ui pcba was visually inspected, and it was found the c174 capacitor of the ui pcba had a thermal damage along with thermal markings adjacent to the capacitor. The cause of the event was isolated to the damaged capacitor (c174) of the ui pcba. The secondary finding of a battery issue was not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to component return: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 v entilator emitted smoke from the back of the gui (graphical user interface). The device was available for evaluation. The medtronic service engineer (se) inspected the device found the unit failed ground isolation test and the power up was unsuccessful. The se found the ui (user interface) printed circuit board assembly (pcba) had a burnt component and replaced the ui pcba. Additionally as a secondary finding, it was noted that the there were red lights on the battery. The battery was also replaced. The ventilator passed all tests and calibrations at time of service and was returned to the customer. One battery was returned to medtronic for further analysis. The returned battery was inserted into the test ventilator and analysis found red battery fault indicator was triggered. Bqwizard showed that the reported event was due to an hsc (hardware short circuit). Analysis found the returned battery faulty. With the information available, the investigation determines a plausibility of smoke, likely due to the potential fault isolated in the field with the ui pcba. The secondary finding of a battery issue was not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.